Event description:
The customer reported the touch screen cannot be used. The fse clarified touch screen failure; the touch screen does not respond to touch and cannot be calibrated. The customer reported there was no patient involvement.